Event description:
This notification was opened for review for information received that the simplygo device was returned to a third-party service center for evaluation with an allegation of low o2. During the evaluation the device was visually inspected and found the following: burnt pca and burn marks were found, leakage in sieves, inlet filter had to be replaced due to preventive maintenance, pca o2 sensor was defective, pressure valves and exhaust valves were old and the tubing kit and muffler were contaminated. The third-party servicer has been instructed to return the device and affected component to the manufacturer for further investigation.

Manufacturer narrative:
The manufacturer previously reported information regarding a simplygo device that was returned to a third-party service center for evaluation with an allegation of low o2. During the evaluation the device was visually inspected and found the following: burnt pca and burn marks were found, leakage in sieves, inlet filter had to be replaced due to preventive maintenance, pca o2 sensor was defective, pressure valves and exhaust valves were old and the tubing kit and muffler were contaminated. The third-party servicer has been instructed to return the device and affected component to the manufacturer for further investigation. Once additional information is received, a follow up report will be filed.